Event description:
A caller reported a malfunction on the pump, which occurred after a cartridge alarm and two additional malfunctions within a 12-hour period. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support decided to replace the pump after the customer reset it before providing fault identification.